Event description:
It was reported that while the patient was in the hospital for an unknown reason, a telemetry monitor showed a two- second pause between an intrinsic beat and a paced complex. The measured capture threshold was 1.0 v, 0.4 ms. R-waves were measured at 5.0 mv. The device was programmed to an output of 2.5 v, 0.4 ms and will remain implanted.